Manufacturer narrative:
Qc was within range prior to and after the event. A field service engineer (fse) was dispatched on-site and fse replaced the glucose module. There were no more issues reported from this customer to date. The cause of the event appeared to be the glucose module.

Event description:
A customer contacted beckman coulter (bec) regarding one erroneous low glucose modular result generated by their synchron lx 20 pro clinical chemistry system when running in critical rerun mode. The erroneous result was not reported outside of the laboratory. The initial glucose result was 85 mg/dl with a critical rerun result of 17 mg/dl. Rerun on the customer's other instrument yielded a result of 84 mg/dl which was reported outside the laboratory. There was no impact or affect to patient treatment with regard to this event. Patient demographics were not provided by the customer. No other analytes were questioned for this sample and no other patient samples were being questioned by the customer.